Event description:
The reason for call was caller reported the leads to the stimulator needed to be rerouted up into the shoulder area so they could continue to give the patient medication and the pain pump around the belt area because that's where the pain was specifically and they wanted to distinguish how much pain the patient was having lower back. The implant was initially put in for the lower part of their back but it was not helping enough with the pain so the hcp put a pain pump in the same area. Patient's shoulder area was in pain for the last 20 years. Caller mentioned the implant helped the patient's lower back about 20% and helped a little bit but the patient couldn't tell much of a difference. The pump was implanted to help the patient get some relief and the pump had been installed for about 3 months. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.